Manufacturer narrative:
Correction: b5 describe event or problem. H6 device codes, evaluation conclusion codes, investigation results. E1 initial reporter phone: (B)(6). Investigation results: media review: three photo images were provided. One image was capturing the peel-off label with the product information on the label. Another image was a photo of the device coiled up. This image shows some kinking in the hypotube and a break in the distal extrusion. The distal section of the break, including the balloon section was not present. A third image captured a closer image of the break in the distal extrusion. This image captures signs of stretching along the extrusion with a kink evident. Based off the review of the images attached the complaint allegation of a shaft detach/break was confirmed. The visual evidence is consistent with damage produced by tensile overload, though the exact timing and mechanism (in vivo vs. Post procedure handling) cannot be conclusively determined without physical device analysis. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. There is evidence that the device was used in a manner inconsistent with the labelled indications. The complaint reported that upon stent deployment, a small air bubble was noted at the distal end of the delivery system balloon. The fact that an air bubble was visible is indicative that the device was not prepped in accordance with the product's instructions for use (IFU). He IFU clearly instructs the user to expel all air from the device, prior use with the following instructions: attach inflation device/syringe to stopcock; attach to inflation port. Do not bend the hypotube when connecting to inflation device/syringe. With tip down, orient stent system vertically. Open stopcock to stent system; pull negative pressure for 15 seconds; release to neutral for contrast fill. Close stopcock to stent system; purge inflation device/syringe of all air. Repeat steps until all air is expelled. If bubbles persist, do not use product it is noted that per the product's instructions for use (IFU) that the following applicable events are listed as known adverse event associated with device use: angina (chest pain). Vessel injury (including access-site) such as spasm, lymphatic problems, pseudoaneurysm, arteriovenous fistula, trauma, dissection, occlusion, perforation, and rupture death. Risk review: a risk review was performed, and it confirmed that the events are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information available, the investigation concludes that the most probable cause of the reported device failure is failure to follow instructions. The event information confirms that a visible air bubble was present within the distal portion of the delivery system balloon at the time of stent deployment. The product instructions for use explicitly instruct the user to expel all air from the delivery system prior to use and state that the product should not be used if air bubbles persist. The presence of an air bubble is objective evidence that the device was not prepared in accordance with the IFU. Following balloon inflation, the device balloon burst and the delivery system became entrapped, resulting in tensile loading during attempted retrieval and subsequent shaft fracture. Image review of the available device section demonstrated deformation and fracture characteristics consistent with tensile overload, supporting a use related failure mechanism. A comprehensive manufacturing review, including full batch record review and dry stent deployment testing, identified no manufacturing deviations or performance anomalies. Review of complaint history confirmed no similar complaints associated with the affected lot. Design related causes were considered and excluded based on single event occurrence and alignment with documented risks. No device was available for physical analysis.

Event description:
It was reported that the patient died. Angiogram and percutaneous coronary intervention (pci) was planned for treatment of the chronically total occluded right coronary artery (rca). The decision was made not to image the rca prior to engaging the left system with an ebu 3.5 guide catheter. A lesion in the mid left anterior descending artery (lad) was identified via imaging and pci proceeded. The lad lesion was predilated with a non-compliant balloon prior to deploying a 3.00 x 28 mm synergy xd. Upon deployment, a small air bubble was noted at the distal end of the delivery system balloon. After deflation and reinflation of the device, the balloon burst. The delivery system became stuck in the stent and the shaft broke when the physician pulled during attempted removal. The deflated balloon was stuck and the lad became occluded. The patient developed chest pain and the vessel appeared dissected at the distal edge of the stent. Lad wire position was lost and removed and the vessel was then re-wired using a non-boston scientific guidewire and microcatheter. The wire was unable to be positioned past the device fragment lodged in the lad. The microcatheter was advanced and a tip injection of neat contrast confirmed the mid-distal lad dissection. Arterial access was left insitu for invasive blood pressuring monitoring. Adrenaline infusion was also initiated to facilitate transfer to the intensive care unit. Several hours later the patient passed away.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: media review: three photo images were provided. One image was capturing the peel-off label with the product information on the label. Another image was a photo of the device coiled up. This image shows some kinking in the hypotube and a break in the distal extrusion. The distal section of the break, including the balloon section was not present. A third image captured a closer image of the break in the distal extrusion. This image captures signs of stretching along the extrusion with a kink evident. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. There is no evidence that the device was used in a manner inconsistent with the labelled indications. It is noted that per the product's instructions for use that the following applicable events are listed as known adverse event associated with device use: vessel injury (including access-site) such as spasm, lymphatic problems, pseudoaneurysm, arteriovenous fistula, trauma, dissection, occlusion, perforation, and rupture and death. Risk review: a risk review was performed, and it confirmed that the events are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the evidence available. Based off the review of the images attached the complaint allegation of a shaft detach/break was confirmed. The visual evidence is consistent with damage produced by tensile overload, though the exact timing and mechanism (in vivo vs. Post procedure handling) cannot be conclusively determined without physical device analysis. The pattern of damage is consistent with tensile overload, which may occur when withdrawing a device under resistance or when a balloon is not fully deflated; however, these scenarios cannot be confirmed due to missing procedural information. No manufacturing related cause was identified. The event type, including the potential for death, is documented in the risk file and identified as a known risk associated with device use.

Event description:
It was reported that the patient died. Angiogram and percutaneous coronary intervention (pci) was planned for treatment of the chronically total occluded right coronary artery (rca). The decision was made not to image the rca prior to engaging the left system with an ebu 3.5 guide catheter. A lesion in the mid left anterior descending artery (lad) was identified via imaging and pci proceeded. The lad lesion was predilated with a non-compliant balloon prior to deploying a 3.00 x 8 mm synergy xd. Upon deployment, a small air bubble was noted at the distal end of the delivery system balloon. After deflation and reinflation of the device, the balloon burst. The delivery system became stuck in the stent and the shaft broke when the physician pulled during attempted removal. The deflated balloon was stuck and the lad became occluded. The patient developed chest pain and the vessel appeared dissected at the distal edge of the stent. Lad wire position was lost and removed and the vessel was then re-wired using a non-boston scientific guidewire and microcatheter. The wire was unable to be positioned past the device fragment lodged in the lad. The microcatheter was advanced and a tip injection of neat contrast confirmed the mid-distal lad dissection. Arterial access was left insitu for invasive blood pressuring monitoring. Adrenaline infusion was also initiated to facilitate transfer to the intensive care unit. Several hours later the patient passed away.